Event description:
It was reported that during use with 140 bd vacutainer® serum blood collection tubes the stoppers remained in tubes. There was no patient impact. Phase: when the product during use. Defects: after the specimens are submitted for inspection, it is difficult to remove the cover during the on-machine inspection, which increases the workload of the staff and has potential harm to the instrument. Quantity: 140 pieces.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 140 bd vacutainer® serum blood collection tubes the stoppers remained in tubes. There was no patient impact. Phase: when the product is in use. Defects: after the specimens are submitted for inspection, it is difficult to remove the cover during the on-machine inspection, which increases the workload of the staff and has potential harm to the instrument. Quantity: (B)(4) pieces.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were functionally evaluated for closure separation and retain samples performed within specification. The ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Two potential causes were identified, and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.